Event description:
It was reported that the user switched to freestyle libre 3 plus and the sensor had been paired to the abbott app, which prevented pairing with the ilet; the user was advised that the sensor could not be shared with the ilet and to either replace the sensor or use backup therapy, and later the agent assisted in changing the ilet sensor type to libre 3 plus and starting a new sensor, including an explanation of bg run mode that stops automated dosing after 72 hours. Symptoms included none. Outcomes included no alerts or alarms and continued therapy after sensor replacement. Investigation included customer education and troubleshooting related to device setup and sensor pairing. Investigation of this case revealed that the sensor was in use by another device, which led to incompatibility with ilet pairing and required sensor replacement and configuration updates. It was concluded, based on previously established findings for similar reports, that user setup and sensor pairing to a non-ilet application caused the issue.